Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device was received for examination. Visual examination of the provided photographs confirmed the reported event. The instrument was scratched and a foreign substance was visible on the cutting surface of the reamer. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Delta xtend shoulder replacement procedure, during preparation of the glenoid, just prior to using the peripheral reamer, debris was noted on the reamer face. Instrument was not used, scrub nurse handed off the instrument prior to touching the area with the unknown debris, and also changed her gloves.